Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 548 mg/dl. Customer stated that insulin pump was not working and had blank display. Customer stated that insulin pump was alarming. The customer reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, spring was neither damaged nor corroded. The customer reported that the insulin pump display did not returned after restart. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.